Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received motor safety circuit failed test alarm. Customer stated that the alarm did not clear by selecting ok. Customer was assisted with insulin pump reset procedure and screen did not turned off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to electronic assembly. No frozen display noted during testing. Unable to verify pump error 40 alarm due to main download timeout or external flash crc test failed. Device was received with faded or broken serial number label. The p-cap locks properly into place.